Manufacturer narrative:
Product evaluation: the company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported during a routine cataract extraction, the surgeon noted during the procedure the vacuum was not working correctly. The surgeon stated an anterior vitrectomy was also performed during the procedure. Additional information was received by the surgeon indicating elevated intraocular pressure (iop) noted postoperatively which required treatment. Current iop noted as "resolved". The pt's postoperative vision was reported as "good".